Manufacturer narrative:
Spacelabs immediately launched an investigation and collected the associated patient¿s historical data including waveform reports, saved events, and alarm history. Findings show a noisy signal and a signal interference squelch waveform pattern during the time period prior to the event. This condition is visible at the central monitor and the central monitor alerts to the condition. The clinical parameters operations manual states ¿telemetry systems may be more susceptible to interference than hardwired systems; this may impact signal quality.¿ and ¿status messages indicate a problem or condition which may affect accurate monitoring values. Do not ignore these messages. Correct any fault before continuing.¿ despite the poor signal quality, numerous alarms occurred for low heart rate beginning a half hour prior to the event, and an asystole alarm generated. Onsite testing was conducted initially by the customer biomed, and then by a spacelabs field service engineer. Both confirmed that the involved devices performed to specifications. Findings show that the involved devices provided alerts and high priority alarms prior to the event. This investigation is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 at 2:03 am, a monitor failed to alarm on a telemetry patient. The patient passed away during the event.